Event description:
The center reported that the pt experienced headpiece retention issues between her external headpiece and implanted device. Additional magnets were added to improve retention. Due to the thick skin flap requiring the use of the additional magnets, a skin flap revision surgery is being discussed.